Event description:
Pt undergoing a left occipital parietal craniotomy for resection of a metastatic brain tumor. Physician was closing the patient's scull when the stryker power screwdriver slipped out of the screw as the physician was placing it. The screwdriver penetrated the skull. Physician removed the other screws that were already in place to examine the dura and found a small violated area of dura. He re-opened the dura to examine the brain. He cauterized small area of brain and closed the dura again. Then he closed the bone flap again and finished the procedure as he normally would. The pt was awakened and transferred to the post anesthesia recovery in stable condition.